Event description:
Person alleging to be pt with spinal stimulator called MFR tech services dept with report that he had walked into an electronic store and his implantable pulse generator shocked him so bad it "sent him to the floor." He did not claim any serious injury or any sequela. He states that his implantable pulse generator was not on when he entered the store but the mag switch was on. He also states that he had to be brought to the hosp by ambulance. He also stated that his implantable pulse generator was sensitive to radar guns used by the police. Person gave only his last name was identifier and the model of the device, no serial number given - unable to follow up because the only person in device registration with that name has another type of device implanted.